Manufacturer narrative:
Per direction by FDA in a letter dated, july 20, 2018, this emdr is being filed to submit new information obtained based on the complaint investigation results. The initial report for this event was submitted in the quarter 1 2018 asr report. However, supplemental reports regarding the asr are no longer being accepted. It was agreed upon with the FDA that the date of awareness would be the date of the letter received, which is july 20, 2018. Received one catheter. Visual inspection observation was done and confirmed there was kinked on the shaft of the catheter. Exact time of how and when problem occurred could not be determined. The reported event was confirmed with an unknown cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: (contraindications) 1. Method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). (They may damage the device and may burst balloon.) Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. (Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.) Applicable patients do not use in patients who are or have been allergic to natural rubber latex patients with known allergy to silver coated catheter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the funnel of catheter was inflated when water was injected into the balloon during a pretest. According to the facility, the shaft was found to be bent. The facility thought that possibly there was a kink on the catheter. Reason for report: investigation results. Report ID number: (B)(6). Initial asr report submitted: quarter 1/2018. Corresponding exemption number: e1997042